Event description:
Patient reported obtaining an undosed glucose result of lo on the active the test system. Patient did not modify therapy based on these results. The patient reports this lo result triggered an asthma attack that she treated with her albuterol sulfate inhaler. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.